Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The citation is as follows: garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551. A copy of the publication is attached to this report. As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551, one patient with early stent occlusion that occurred within the first 48 hours after undergoing placement of 2 smartflex (6x150mm + 6x200mm) self-expanding stents (ses). Originally, the patient arrived to the institution with a delayed acute lower leg ischemia due to extensive thrombosis of both the superficial femoral artery (sfa) and the popliteal artery (>20 cm length) and with occlusion of all below-the-knee vessels. Therefore, the patient was treated with proximal and distal surgical tromboembolectomy and subsequent intra-procedural angiography with the deployment of the 2 stents and distal percutaneous transluminal angioplasty (pta) in the posterior tibial artery with its recovery at the end of the procedure. After several failed surgical procedures of revascularization, the patient underwent major thigh amputation 2 years later. The devices were not returned for evaluation. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Without procedural films for review, the reported ¿in-stent peripheral artery restenosis¿ could not be confirmed and the exact cause could not be conclusively determined. However, clinical status, comorbidities and pharmacological factors may be possible contributing factors for the patient outcome. Peripheral revascularization is necessary to reopen an in-stent restenosis caused by neointimal hyperplasia and the ongoing disease process. Neointimal hyperplasia refers to proliferation and migration of vascular smooth muscle cells primarily in the tunica intima, resulting in the thickening of arterial walls and decreased arterial lumen space. Neointimal hyperplasia is the major cause of restenosis after percutaneous interventions such as stenting or angioplasty. The term neointimal is used because the cells in the hyperplastic regions of the vascular wall have histological characteristics of both intima and normal artery cells. Neointimal hyperplasia first develops with damage to the arterial wall, followed by platelet aggregation at site of injury, recruitment of inflammatory cells, proliferation and migration of vascular smooth muscle cells, and collagen deposition. Mechanical injury of arteries due to stretching of arterial walls with a balloon catheter results in the recruitment of cells such as monocytes, macrophages, and neutrophils to the site of injury. Macrophages in particular express many growth factors, cytokines, and enzymes that facilitate vascular smooth muscle cell migration and proliferation. Acute limb ischemia is a sudden decrease in limb perfusion that threatens limb viability and requires urgent evaluation and management. Amputation is an acquired condition that results in the loss of a limb, usually from injury, disease, or surgery and is performed in patients with irreversible damage. Assessment determines whether a limb is viable or irreversibly damaged. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551, one patient with early stent occlusion that occurred within the first 48 hours after undergoing placement of 2 smartflex (6x150mm + 6x200mm) self-expanding stents (ses). Originally, the patient arrived to the institution with a delayed acute lower leg ischemia due to extensive thrombosis of both the superficial femoral artery (sfa) and the popliteal artery (>20 cm length) and with occlusion of all below-the-knee vessels. Therefore, the patient was treated with proximal and distal surgical tromboembolectomy and subsequent intra-procedural angiography with the deployment of the 2 stents and distal percutaneous transluminal angioplasty (pta) in the posterior tibial artery with its recovery at the end of the procedure. After several failed surgical procedures of revascularization, the patient underwent major thigh amputation 2 years later.